Event description:
I went to the dentist. He knew we didn't have lots of money, so he gave me 17 fillings that visit. I was never the same. I didn't realize the fillings were a big problem for me until I was looking back at my diaries and saw that each time I got my teeth cleaned, I was sick with migraines and fibromyalgia-like pains for a week to a mouth. I then found a dentist who removed mercury fillings and got them replaced - I only have one bad on left. This dentist died - he took great pains to protect himself and his pts with air systems, supplements before and after, and he wore a hood that looked like something out of a bad film. When I asked my "regular" dentist to send my x-rays to the new dentist, he said, "they'll shut him down." It was chilling. I stopped getting my teeth cleaned and only got those fillings out. The most magical thing was when the mercury was gone, my gum problems were, too. I think gums don't want to adhere to poison. When the mercury was gone they were just fine. That's my story. Got fillings removed and replaced with ceramic in the early 2000's. Dose or amount: many amalgam fillings. Frequency: throughout life. Route: other. Dates of use: 1967 until 2005. Diagnosis or reason for use: cavities.